Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed via mammogram. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture confirmed via mammogram. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : no observed. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side rupture confirmed via mammogram. Device has been explanted.

Event description:
Healthcare professional has confirmed, that the event of rupture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1; b.2; b.5; h.1; h.6;